Event description:
It was reported via a social medica post that a non-confirmed patient experienced inadequate pain relief from the spinal cord stimulator (scs) device and had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. No further information could be obtained.